Manufacturer narrative:
The device associated with this report was not returned, however a provided photograph of the reported device confirms the report of trial breakage. The root cause is attributed to user technique and/or misuse. The damage suggests the trial was pryed or otherwise inappropriately removed during trialing. Based on the root cause of suspected misuse, corrective action is not needed. Monitor subsequent reports via (B)(4). Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Doctor inserted trial part way. Would not go down, so he tapped it with his mallet and it cracked. Update 10/29/2015 - follow-up provided by sales rep reflects the instrument broke apart into two pieces.